Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of loss of capture was not confirmed. Electrical test did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Event description:
It was reported following routine generator upgrade that the right ventricular lead exhibited a loss of capture. Diagnostic imaging revealed the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.